Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the behavior was intermittent, subsequently, power cord and batteries requested. Return requested. Replacement battery lead acid 24v 34w shipped to site (B)(4) 2015. Suspect battery has not been received by manufacturer for analysis. Return requested. Replacement power cable shipped to site (B)(4) 2015. Medtronic investigation of returned suspect power cable, returned on (B)(4) 2015, finds a continuity check revealed an open to the silver contact of the plug. Opening the plug housing showed that the blue wire had been pulled from the silver contact creating the open. Electrical failure. Return requested. Replacement selectable ups 800va 120/240 shipped to site (B)(4) 2015. Medtronic investigation of returned suspect selectable ups 800va 120/240, returned on (B)(4) 2015, finds there were no issues observed at power up. The ups switches between ac and battery without issue. Cycled the power 10 time and it powered on without issue. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported replacing ups and the power cable. Issue resolved. No further issues have been reported.

Manufacturer narrative:
The power cable issue will be documented in a medtronic navigation hardware anomaly tracking database.correction: device manufacture date provided.(B)(4)

Event description:
A site operating room (or) staff representative reported that their navigation system would not stay powered on. The system was plugged in, beeped as it were on battery power, then unexpectedly shut off. No further details regarding the issue were provided. There was no patient present when this issue was identified.